Manufacturer narrative:
Visual examination indicated a tear in transsphincteric zone tube material. Cause of tear unknown.

Event description:
It was reported that product came apart in the patient. All parts were retrieved from the patient and saved. No apparent injury was sustained.